Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink in the hypotube 69.5cm from the hub. Microscopic examination revealed a longitudinal tear 4mm from the tip and approximately 9mm long. There is blood present in the guidewire lumen and hub. There is contrast present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occured. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a 3.0/15 non-bsc balloon catheter. No patient complications were reported.